Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. Patient had a left hip s&n bhr implanted 06/19/2008. However, multiple office visit notes and medical imaging indicate that the patient had a left hip depuy asr cup with a summit stem metal-on-metal done at kaiser in 2009. There is no information provided to indicate there was a revision of the s&n components in 2009. Additionally, the 2019 revision report states that the patient had a revision of the mom components in 2013 at kaiser. This document and the components used were not provided. There are many notes of the patient participating strenuous activities against the doctors recommendations such as soccer, kayaking, snowboarding and some falls with associated hip pain with mild elevation in metal ions. The noted activities and trauma could be related to symptoms that the patient was experiencing. Based on the inconsistent data provided it cannot be concluded that an s&n device was used is not possible and any effects it may have had. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due to elevated metal ions in blood, metallosis and fluid in joint.